Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 3.1 and 3.2 were not detected on bus. A field service engineer opened the back panel and confirmed all indicator lights were displaying correctly. The station was powered down and the puck connection to the drawer was reset. The drawer was tested in hardware test application (hta) with successful results, and the customer was able to inventory the drawer without issue. During inspection of drawer 3.2, the inner rail that secures the drawer was found to be loose, causing difficulty in opening and closing. The screws were readjusted, and the rails repositioned correctly, restoring proper function. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3.1 and 3.2 were not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.